Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump became unresponsive to touch and could not be unlocked, and the patient and caregiver observed insulin leakage into the case beyond the sealed cartridge chamber; the patient transitioned to multiple daily injections and maintained normal blood glucose, and a replacement device was provided. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no medical intervention beyond switching to injections and no hospitalization. Investigation included agent-led troubleshooting of the touchscreen and coordination for device return and data syncing guidance. Investigation of this case revealed a suspected fluid ingress into the device housing associated with a nonresponsive touchscreen, consistent with device malfunction involving the user interface and enclosure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction due to suspected fluid ingress.